Manufacturer narrative:
(B)(4) date sent: 3/4/2026 d4: batch #unk h4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Did any piece's fall into the patient? No 3. Will all pieces be returned with the device? Unknown 5. Could you please clarify if there were any patient consequences? No 6. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a blue cartridge with its retainer; no apparent damage was observed. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of 737d20 / 22gst60b, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the back end of the nail fell off during use, making it impossible to install. There was no patient consequence nor surgical delay reported. No additional information provided.